Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to stay close. A field service engineer (fse) identified that the magnet was fell out from the inseparable and replaced the inseparable latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a failed storage space error. The customer attempted to recover the failed drawer; however, it continued to indicate required maintenance. The customer then rebooted the device by shut down the station, unplugged the power cord from the back, waited 2-5 minutes, and reconnected the power to turn the unit back on, but the drawer recovery attempt continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.